Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead non-capture was observed while suturing the pocket closed. It was noted that there were previously no issues observed on the leads or the device during this procedure. The ra was checked several times, and capture concerns were observed around 4v. The physician stopped suturing, reopened the pocket, and re-secured the ra lead. Ra lead testing was performed while pulling back slightly on the lead without removing the helix tip, and the similar measurements were observed. Subsequently, the lead was removed and the lead was repositioned slightly towards the septum. Threshold measurements in the 0.7 - 0.8 v were obtained, and the procedure was completed. A device check four days later confirmed lead measurements were as expected, and the patient was discharged the following week. This ra lead remains in service. No additional adverse patient effects were reported.